Event description:
The consumer stated she went to use the tampon and it appeared to be used and did not contain a string. She then noticed the tampon was missing from the applicator. She noticed specs on the end of the applicator that appeared to be dried blood.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed included: manufacturing, quality audit, production, raw material and device history records. The assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The consumer returned the sample (B)(6) 2012. The complaint sample, 30 companion samples and the carton were received. The complaint sample was received inside a baggie. It was confirmed the plunger had been clicked. Visual evaluation confirmed the presence of a dried substance that appears to be bloodlike on the inside of the orange packet and fine, pinpoint reddish dots were present on the barrel. The carton was also inspected. Glue lines and fiber tear were present. No evidence of tampering was noted. Visual examination of the 30 companion samples did not detect abnormalities in regards to seals or material. No foreign material was noted inside our outside the packets. Each packet was opened and presence of pledget, unclicked condition, and absence of any apparent bloodlike substance was confirmed. The complaint sample was sent on (B)(6) 2012, for forensic testing by an outside lab and the presence of female blood was confirmed (report dated (B)(6) 2012). Other forensic testing results showed genetic similarity representing the european population (report dated (B)(6) 2012). This result is not consistent with the genetic similarity within the production site. In addition, the dna in this blood sample did not match the dna in any of the other complaint blood samples also submitted to the lab for analyses. The lab reports were received by kimberly-clark on (B)(4) 2012. The source of the blood has not been determined. The investigation is ongoing and CAPA (B)(4) has been opened to further track the ongoing investigation. A previous health risk assessment (hra) for dried blood on applicator was completed (B)(4) 2012, which concluded the overall risk of infection due to dried blood contaminated applicator was low and the probability that contact or use of the device would cause a serious adverse health consequence is remote. Furthermore, the consumer stated she did not use the applicator but scratched at it with her finger.